Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information from a patient advocated that the patient experienced a syncopal episode while operating a motor vehicle. The patient was seen in the emergency room where a physician reprogrammed the device from a tachycardia zone of 180 beats per minute (bpm) to 160 bpm. The physician also scheduled the patient for a heart catheterization, but checked out against medical advice. The patient advocate indicated that the patient was now being inappropriately shocked due to the programming adjustments made to the device while the patient was in the hospital. There were no additional adverse patient effects. The system remains implanted.